Manufacturer narrative:
Concomitant medical products: ddbb1d1, ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited one undersensed beat during an episode of ventricular fibrillation (vf). The rv lead remains in use. No patient complications have been reported as a result of this event.